Manufacturer narrative:
While speaking with the service center the customer was advised to send the scope in for repair however, the customer declined initiating an RMA and stated they have a third-party repair service and elected to not repair the device through olympus. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus their evis exera iii video system center displays an b30 scope communication error on multiple scopes, he has swapped out the light source clv-190. There were no reports of death, harm or injuries related to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the b30 error could not be identified. However, it¿s likely the cause is related to a faulty scope. Olympus will continue to monitor field performance for this device.